Event description:
It was reported that the right ventricular (rv) lead had loss of capture. Capture threshold testing showed variable and high thresholds. Fluoroscopy indicated the rv lead slack had pulled back likely resulting in a micro-dislodgement. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 pacemaker (B)(6) 2013. (B)(4).